Event description:
It was reported that the ilet pump screen was cracked, allowing the patient to view blood glucose but preventing use of the touchscreen, and a replacement pump was arranged; the device problem involved a damaged display component with loss of user interface function, and the patient was advised to use backup therapy, shut down the device, return the unit with a provided label, and perform standard startup on the replacement, with data not transferring. Symptoms included no reported adverse clinical effects. Outcomes included continued cgm use and reliance on backup therapy to ensure safe insulin management until the replacement arrived. Investigation included customer interview and complaint handling review. Investigation of this case revealed physical damage to the display assembly consistent with external impact leading to impaired usability without evidence of device-generated alarms or malfunctions. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage external to device design or manufacturing.